Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were provided for review, and the reported issue was confirmed. When in the tibia cutting screen, the error "the planned component does not overlap with the bone you must replan to complete this" appeared after the first and second free collection of the knee. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. As reported, this case was a revision surgery, where the original implants were explanted. The navio surgical system does not support revision surgeries. The navio surgical system is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon retains all responsibility for the planning and the conduct of the surgery during which the navio surgical system is being used. Do not use the navio system for any purpose other than its intended use or with unsupported implant systems. Doing so could result in serious injury. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tka revision surgery (unknown if from s&n), the implants were explanted before any registration or mapping was completed. The surgeon wanted to focus on distal femur cuts and proximal tibia cuts, so he wanted to paint (collect as little data as possible in the necessary measured regions) on both the femur and tibia. After painting and creating a minimal mesh on both tibia and femur surfaces, they were brought to the combined planning screen. On this screen the tibia was clearly misplaced. The surgeon immediately wanted to cut the tibia by bypassing joint laxity as well as femur cutting. Once in the tibia cutting screen, an error "the planned component does not overlap with the bone you must replan to complete this" appeared. They tried only repainting the tibia and moving forward afterwards, but the same error appeared. They went back and restarted the registration of the entire knee. We painted the totality of the femur and tibia and were able to complete the tibia resection. This caused a delay of less than 30 minutes. The patient is healthy. No other complications were reported.